Manufacturer narrative:
E1: (B)(6). A philips field service engineer (fse) evaluated the device and confirmed the issue. The fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating there was a loudspeaker fault message. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was not in use at the time of the event. No adverse event occurred.